Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced difficult or delayed separation. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 38 year old female is 64 kgs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device and a photo for this malfunction has been returned to the manufacturer for evaluation. The investigation is confirmed for difficult or delayed separation. A root cause has not been determined. The device is labeled for single use. H10: g4. H11: g1, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device and a photo for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced difficult or delayed separation. This information was received from (B)(6). This malfunction involved one patient with no consequences. The weight of (B)(6) year old female is (B)(6) kgs.